Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pass the atrial sensitivity test. The epg is expected to be returned for service. There was no patient involvement. It was further reported that while attempting the performance verification the external pulse generator did not pass its atrial sensitivity test, the device "ramped up" and did not stop, and did not ever provide a reading to determine accuracy. The generator was returned for service.

Manufacturer narrative:
Analysis was unable to confirm the customer comment of atrial sensitivity testing out of specification, the device passed its test on the bench tests however it was noted that the reported condition was able to be replicated by setting the ventricular output to a setting other than 0 milliamperes while on the atrial sensitivity test. It was additionally noted that the atrial output connector was broken and the hanger assembly was cracked. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.